Event description:
Customer complaint - limited data available on march 2 the item made a very loud pop and started smoking.

Event description:
Customer complaint limited data available the customer complained the device made a popping sound and started to smoke.